Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source of mesh, the second mesh had infection with room for liquid flow on one patient.